Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the reported bard devices may have caused or contributed to the events as alleged. In follow up with the contact it was stated that all additional information was sent to a lawyer. Contact would provide no additional information. A lot number was not provided, without a lot number a review of the manufacturing records is not possible. Should the patient's attorney provide additional information, this report will be updated. This file represents the bard flat mesh (device #2). An additional emdr was submitted to represent the tephlon mesh (device #1). Not returned.

Event description:
The following was reported via maude event report (mw5080420): "mom had a hernia surgery and the mesh became "undone" so an additional surgery was needed. I do not have the correct dates of these surgeries. Recently, in 2018, mom had an ileus of the small intestines in which the surgeon thought the small intestine attached to the mesh. One brand name of the mesh was marlex (flat mesh device #2) and the other was teflon (device #1). Surgeries and stays in assistant living/skill care for a month after staying in hospital for two months."